Manufacturer narrative:
Device is a combination product. B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluation by MFR: synergy ii us mr 3.50 x 38 mm stent delivery system was returned for analysis broken and without the proximal section of the hypotube. A visual examination of the stent found signs of stent damage. Stent struts on the proximal to stent strut rows were noted to be lifted from their crimped position and pushed/ bunched distally in the mid stent region of the stent. The undamaged stent outer diameter was measured gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The proximal to mid region of the balloon body was exposed and crimp markings could be noted on its surface, but the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 32 cm proximal to the distal end of the tip. The proximal end of the device with the manifold hub was not returned for analysis. A visual and tactile examination of the outer and mid-shaft section found multiple shaft polymer extrusion stretches. A visual examination of the inner found a stretched/accordioned region located at 8.2 cm proximal to the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy ii des drug-eluting stent was advanced for treatment; however, during procedure, the stent had a lifted strut and it became caught on the guidezilla ii catheter-guide. Both the stent and the catheter-guide were removed without problem. The procedure was completed with another 3.50 x 38 synergy ii des drug-eluting stent without a catheter-guide. No patient complications nor injuries were reported. It was further reported that the 80-90% stenosed target lesion was located in the quite tortuous and moderately calcified mid right coronary artery. It was difficult to pass stent out of guidezilla ii catheter-guide, it was disruputed when it was pulled back.

Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy ii des drug-eluting stent was advanced for treatment; however, during procedure, the stent had a lifted strut and it became caught on the guidezilla ii catheter-guide. Both the stent and the catheter-guide were removed without problem. The procedure was completed with another 3.50 x 38 synergy ii des drug-eluting stent without a catheter-guide. No patient complications nor injuries were reported. It was further reported that the 80-90% stenosed target lesion was located in the quite tortuous and moderately calcified mid right coronary artery. It was difficult to pass stent out of guidezilla ii catheter-guide, it was disrupted when it was pulled back.

Manufacturer narrative:
Device is a combination product. Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy ii des drug-eluting stent was advanced for treatment; however, during procedure, the stent had a lifted strut and it became caught on the guidezilla ii catheter-guide. Both the stent and the catheter-guide were removed without problem. The procedure was completed with another 3.50 x 38 synergy ii des drug-eluting stent without a catheter-guide. No patient complications nor injuries were reported.